Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 8.3 mmol/l. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and drive support cap appeared normal. Alarm history could not be viewed as display screen went blank and could not turn on. Insulin pump would need to be replaced.